Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/03/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed related alarms. A test continuous glucose management (cgm) transmitter successfully paired with the pump and was able to calibrate appropriately. The transmitter and test pump were exercised successfully and performed within specification; no issues or alarms were experienced. The cgm¿s blood glucose reading accuracy was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging continuous glucose monitor (cgm) issue. Further troubleshooting could not be completed due to an unrelated malfunction. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect cgm data or missing cgm data which may lead to bg excursions.